Event description:
It was reported that the patient had a right ventricular assist device (rvad) placed due to right heart failure. The patient had peripheral edema, arrhythmia, elevated central venous pressure, elevated right arterial pressure, worsening hepatic dysfunction, worsening renal dysfunction.

Manufacturer narrative:
Patient information was requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of right heart failure, hepatic dysfunction, renal dysfunction, cardiac arrhythmia, and other patient-related conditions could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure, hepatic dysfunction, renal dysfunction, and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿, discusses the potential development of right heart failure following implant and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.